Event description:
International affiliate reports overdrainage of cerebrospinal fluid with implanted valve that was set at 200mm h2o. It appears that the device remains in the patient. The patient was hospitalized while on vacation and returned to pt's home once condition improved. As a result, the surgeon who reported this event to codman does not expect to see the patient again.